Event description:
Additional information received reported the catheter tip was not shaped. There was no friction or other difficulty during delivery or positioning of the catheter. There was no kink or other damage to the catheter or other devices used in the procedure. The catheter was prepared and flushed per the IFU. The catheter tip remains in the patient and the patient had no noted symptoms or complications. The standard thrombectomy procedure was completed using the solumbra technique.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal tip flouromarker segment of the marksman catheter detached and lodged in the patients vessel. The patient was undergoing treatment for a stroke. The patient's vessel tortuosity was severe.